Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample from the cobas integra 400 plus. The initial result was 100 mg/dl and the repeat result on (B)(6) 2019 was 76 mg/dl. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 33776201 with an expiration date of 31-jul-2019.